Event description:
The information received from the field states that this pt was presented to the interventional lab for a stenting procedure of the common bile duct. The age, weight and gender of the pt were not known. The information states that after accessing the lesion with a wire, without difficulty, the stent was advanced to the target lesion. Upon deployment, there was a resistance and the stent was deployed in the wrong location, halfway in the bile duct and halfway in the bowel. The information states that during deployment, the physician was holding the blue portion of the delivery system, which caused the resistance. It was also noted that fluroscopy in that particular procedure room was not adequate. The physician attempted to retrieve the stent by telescoping another stent into deployed stent. Thist stent also deployed and both stents ended up in the small bowel.